Event description:
It was reported that the patient had gone through withdrawals before in the past with different health care providers (hcps). Many of the refills would be done on a friday in 2013 and many times on saturday and sunday the patient would shake violently and asked them to fill it on mondays or tuesdays. The patient would have the shaking ¿every now and again¿ when the refills were changed to mondays or tuesdays. It was noted that the hcp didn¿t call them withdrawals. Additional information received reported that the patient had recovered without permanent impairment. The pump was infusing fentanyl and dilaudid (hydromorphone). Additional information received that the cause of the withdrawal symptoms was unknown. The healthcare professionals reported that the pump was empty ¿due to health insurance limiting the patient¿s access to care and a healthcare facility refusal to fill a pump that was not implanted by their hcp.¿ the reporter stated that the hcp office was not aware that the patient was experiencing withdrawal symptoms. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial # (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).